Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. At this time sensor has not yet been returned for this complaint and a valid serial number has not been provided for the sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader was tested for volume and vibration settings and all results were within the specifications. The isf (interstitial fluid) data was downloaded using approved software and parsed to analyze the graph. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) graph was performed, and observed signal loss alarms due to low or not present ble rssi value. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was unaware of changes in glucose levels and experienced cold sweats and a loss of consciousness and was unable to self-treat, requiring treatment of given a coke and dextrose by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510k as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was unaware of changes in glucose levels and experienced cold sweats and a loss of consciousness and was unable to self-treat, requiring treatment of given a coke and dextrose by third-party. There was no report of death or permanent injury associated with this event.